Event description:
It was reported to the manufacturer by the end user, per the end user, on (B)(6) 2016, the daughter saw her father slide off center of bed in between top and bottom rails. Daughter was able to catch and push him back into bed. On (B)(6) 2016, the patient fell in between the horizontal bars on top railing and hit his head on a cabinet. The daughter also witnessed this fall. The patient was taken to the ER on (B)(6) 2016 for a CT scan. The patient did not sustain any injuries. Complaint#(B)(4) and ra#(B)(4) were entered into our system to have the bed, rails, mattress and control unit returned to joerns for investigation. As of this writing, the bed, rails, mattress and control uni have not been returned.